Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 44 mm thoracic aortic aneurysm. It was reported that after the delivery system was removed an endarterectomy with a patch was performed on the left femoral artery. The patient had good pulses and vital signs at the end of the procedure. However, later that day, the patient presented with confusion and a drop in pressures and the patient died. The physician reported the cause of the event to be as a result of undiagnosed bleeding from the femoral artery repair that occurred during the index procedure. The patch on the femoral artery bleed into the retro peritoneal space. The physician confirmed that the device did not cause a tear to the femoral artery and did not cause the bleed later that night. No additional clinical sequelae were reported.